Event description:
It was reported that during an unknown procedure staples were malformed after the firing. The surgeon used hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining 19 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.